Event description:
Customer reported a high blood glucose reading from their continuous glucose monitor, but a specific value was not provided. Reportedly, the cartridge had been reused. Tandem technical support educated the customer on insulin labeling in response; the customer administered a correction injection using multiple daily injections and was instructed by technical support to check the infusion site. The customer was also advised to replace supplies as necessary and to follow labeling instructions for cartridge use, acknowledging this guidance during the call.